Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebs0476 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
Patient called oncology treatment centre as her 5fu pump was leaking. Patient advised to clamp off at the implanted port, and to come in asap for review . On arrival, patient had put the 5fu pump in a plastic bag and clearly chemotherapy was leaking quite a bit in the bag. Patients skin was cleaned with saline and gauze no skin damage. No signs of redness, swelling or burning. Removed pump from the implanted port, and as I flushed the port to assess, it was leaking from a crack in the y connector of the ez huber needle. Implanted port de-accessed, and re-accessed again. Port flushing, patent with good blood return. 5fu pump reattached. Patient advised to go home and shower body, clean towels bedlinen clothes and any material contact with chemotherapy in a separate wash on a high heat with biological washing liquid and to call us if she notices any burning redness or swelling around the port a cath site.